Event description:
Surgeon reported that a patient presented with pain one month following ventral hernia repair with mesh implant. The patient was returned to surgery. A seroma and dense adhesions were noted during re-operation.

Manufacturer narrative:
H-6: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.